Event description:
Durign coil embolization within the gastroduodenal artery, the fifth coil got stuck within the microcatheter at about 30cm from the tip. He exchanged the microcathere and placed two more coils in the target lesion and the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is to be returned for evaluation and testing, but has not yet been received. Additional information will be submitted within 30 days upon receipt.